Event description:
It was reported that the product packaging was cracked. It was further reported that the product label indicates that the product is within its expiry date. Patient injury was not reported as a result of this issue.

Manufacturer narrative:
Product numbers 5190-020-123 lot # 06241017 and 5190-020-991 lot # 06319017 also allegedly affected by this potential issue. Product not received as yet for evaluation. Product recall initiated owing to material degradation issue. It has not been confirmed as yet if this issue is related.